Manufacturer narrative:
Document review: gmk tibial baseplate fixed cemented - ref 02.07.1204r/lot 100868: the quality and manufacturing documents of the tibial baseplate lot 100868 (15 pieces produced) have been reviewed: all the values were found to be conforming to specifications valid at the time of production. Twelve pieces were implanted up to now (B)(6) and only this case was reported. The batch records of the correlated pieces were also checked: gmk postero stab fixed liner - ref 02.07.0410psf/lot 102007 (25 pieces produced/16 already implanted) gmk femur postero stab cementless (not market in the USA) - ref. 02.07.2105r/lot 091990 (5 pieces producted / 3 already implanted) without finding any anomaly or not conforming values in both the batch records; no other adverse events involving these two lots were rec'd up to now. Further investigation will be carry out to identify a possible root cause of the event.

Event description:
A revision surgery was required due to the sinking of the tibia baseplate (B)(4) on the media side. The pt came for a f/u control due to pain. In the previous f/u control, six weeks after the primary surgery, the pt did not feel pain.